Event description:
Information was received from a patient regarding an external device. Serial # could not be obtained as pt did not have the equipment with. The reason for call was the recharger cord gets hot in the area where the cord goes into the paddle. It also did not find the implantable neurostimulator (ins) and was not charging the implant. The issue started probably about 2 weeks ago. Pt reported pt fell asleep when charging and woke up from the cord burning their skin. Asked if it left any mark on the skin. Pt said they did not know. They just put ice on there. A request was sent to repair to replace the recharger. Patient also reported the belt broke a few months ago. An email was sent to repair to replace the belt.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.